Event description:
It was reported that a 60-year-old caucasian female underwent primary breast augmentation with 375cc saline mentor smooth round moderate plus profile breast implants and experienced deflation on the right side postoperatively. Additionally, the patient experienced bilateral capsular contracture. The right sided capsular contracture is baker grade ii. The left sided capsular contracture is baker grade iii. Explant is scheduled for (B)(6) 2022. The right sided deflation was reported initially under 1645337-2020-11747 on (B)(6) 2022. On (B)(6) 2022 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture future explant date: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).